Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the hemostasis valve of the sheath was leaking blood after insertion into the patient. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.

Event description:
During an atrial fibrillation procedure, the hemostasis valve of the sheath was leaking after insertion into the patient.